Event description:
It was reported that arteriotomy closure of the femoral artery was achieved using a starclose se device after a diagnostic procedure. Reportedly, after the clip was deployed, the device could not be removed. It was thought that the locator wings did not retract. By "manipulating button 2 (pushing it)" and inserting a dilator into the access ports, in accordance with the instructions for use, the device was able to be removed from the tissue tract. Hemostasis was achieved with the clip. There was no reported adverse pt effect. Additional info was not provided.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned device found it was fully clip deployed. The thumb advancer was locked in position. The vessel locator wings were broken at the distal retaining ring, but still attached to the device at the proximal retaining ring and pusher body bonds. All of the vessel locator components were returned. During clip deployment the vessel locators are designed to automatically collapse so as not to interfere with the clip deployment. However, the vessel locator wings of this device were broken preventing them from collapsing, possibly by compressed tissue between the vessel locator wings and the distal end of the tube set during thumb advancement creating a difficult device removal. During testing, a proxy dilator was inserted into the access ports and the thumb advancer was released-unlocked. The dried blood in the device prevented full retraction of the thumb advancer. Removal of a stuck device without retracting the thumb advance can contribute to bending and breakage of the vessel locator wings. Based on the investigation findings, the root cause for the stuck device is related to the operational context in which the device was used. No manufacturing or quality issues were detected. Review of the device history record for this lot did not produce any findings relevant to this report.